Event description:
A customer contacted beckman coulter inc., (bec) and stated an undetermined volume of liquid leaked from underneath the coulter lh 500 hematology analyzer and spilled onto the floor. Also, platelet (plt) and red blood cell (rbc) backgrounds were failing. The operator was wearing personal protective equipment (ppe), consisting of a lab coat and gloves at the time of the event. There was no biohazard or chemical exposure to open wounds or mucous membranes and the operator did not seek medical attention. The customer did not review the material safety data sheet (msds). There is an exposure control / risk management plan in place at the facility. There was no impact to patient results. No death or injury is associated with this event and there was no change to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was unable to reproduce either of the reported issues. The fse inspected the instrument, replaced some tubing in the pump module, and performed start up, latron, and qc. All recovered within acceptable limits. No fluid leaks were observed during any of the instrumentation verifications. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. Based on available information, the customer reported ongoing problems on (B)(6) 2012; the instrument failed start-up, giving high rbc/plt background. Per phone conversation with the fse, he followed up with the customer and there have been no subsequent problem as of (B)(4) 2012. The source of the leak was never identified. (B)(4).